Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon tear occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed, chronic total occlusion target lesion was located in a moderately tortuous and severely calcified left superficial femoral artery (sfa). A 9-40 non-bsc guide wire was selected and device had difficulty in crossing but finally able to cross the lesion. The physician then advanced a 6f90cmst mach1 guide catheter which also had difficulty crossing but eventually crossed the lesion. Subsequently, a 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, immediately after starting the first inflation at 5 atmospheres, contrast agent leakage was noted via fluoroscopy. The device was completely removed from the patient's body and upon inspection, longitudinal crack of the balloon was noted. The procedure was completed with another 4mm x 40mm x 146cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.